Manufacturer narrative:
The customer reports several devices display a "multi link error." This occurs while using the oridion micro stream pod (3rd party component) that connects to the bedside monitors (bsm) and zm transmitters. No patient injury or harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the bsm: concomitant medical product: oridion micro stream pod (3rd party component). Model: a/rs03000 zm transmitter: serial unknown.

Event description:
The customer reports several devices display a "multi link error." This occurs while using the oridion micro stream pod (3rd party component) that connects to the bedside monitors (bsm) and zm transmitters. No patient injury or harm reported.

Event description:
The customer reports several devices display a "multi link error." This occurs while using the oridion micro stream pod (3rd party component) that connects to the bedside monitors (bsm) and zm transmitters. No patient injury or harm reported.

Manufacturer narrative:
Details of complaint: on 7/2/2019 it was reported that oridion micropod was causing "multi link error" across multiple bedside devices. The model and serial number of the micropod is not available. One of the bedside devices used was mu-651ra, serial number (B)(6). Primarily, the issue occurs on patients that have been admitted for a while. For the bsm-1700 series, customer had been working around the issue by disconnecting the bsm-1700, power cycle the main unit, and reconnect the bsm-1700. This issue was first reported and documented under ticket (B)(4) on 6/3/2019. Under (B)(4), customer provided the following information: "the problem was likely a bad micro pod that they moved around to other devices sharing it or a link issue that was created , we had multi link alarms as well , and the co2 on the screen was thought to be not appearing because the device had a respiration rate showing in white like co2 but it also said "imp" in white indicating that it was derived from the ECG on other systems this color would be the same as the ECG would have been . They were having issues from sharing the micropod link issues created multi link alarms the same color white in impedance rr created confusion so they thought they had the co2 readings minus the co2 numbers" customer did not respond to further inquiry regarding the micropod. The unit was not sent to nka for evaluation. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: micropod is not compatible to be used with bsm-1700. However, bsm-1700 can be used as an input unit to the main bsm (bsm-6000 or g9), where micropod could be used. Bsm-6000 operator's manual, 1st edition, describes two "multilink errors": multilink config error - communication failure between qf series interface or if series communication cable and monitor. Multilink power error - multilink power supply failure ticket 60083 describes the issue as "multilink power error" while ticket (B)(4) does not provide clarification. Service history for the concomitant bsm-6000 (mu-651ra s/n (B)(6)) shows this is an isolated issue using this bsm. Service history for this user facility shows the following reported multilink issues, using keyword search for "multi": (B)(4)- reported 7/30/2019 - customer was reporting that they were still experiencing "multilink error" across multiple micropods and multiple bsm devices. After several attempts to follow up, customer responded that they have "figured it out" but did not provide details. Customer requested ticket to be closed. (B)(4)- current ticket (B)(4)- related ticket for the concomitant bsm-6000. (B)(4)- reported 11/7/2018. The root cause for multilink error was not known. Service history for this user facility shows the following reported micropod issues, using keyword search for "micropod": (B)(4)- reported on 4/10/2019. Micropod communication issue with bsm. The root cause has not been determined. 52177 - reported on 2/21/2019. Micropod connector was reported broken. Connector has not been received for evaluation. (B)(4)- reported on 2/21/2019. Micropod connector was reported broken. Connector has not been received for evaluation. (B)(4)- reported on 2/18/2019. Not related to multilink error. (B)(4)- reported on 12/18/2018. Not related to multilink error. Service history shows the issue has not re-occurred since 7/30/2019 when customer resolved the issue. Due to limited information provided by customer, the root cause of the multilink error could not be determined. D11& c2 the following devices were being used in conjunction with the bsm: oridion micro stream pod (3rd party component). Model: a/rs03000 zm transmitter: serial unknown.